Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a wavy lines on the display screen. The customer husband believed these may be a combination of scratches and a loss of contrast in the display. Customer stated that it makes it difficult to read unless the light hits the screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.